Event description:
It was reported that the single trigger handpiece, part number 89-8520-400-10, serial number (B)(6), was vibrating enough that the aseptic battery housing, part number 89-8521-470-40, lot number unknown, came open in the middle of case. They switched to the sterilizable battery and upon attachment of all three available batteries, none would work. All batteries were returned to the charger and all were fully charged and not showing any error messages. This report is concerning the aseptic battery housing, part number 89-8521-470-40, lot number unknown, that opened during surgery in the sterile area. As a result, a delay of 5 minutes was reported. This time was taken to understand how this issue could be resolved. The patient was under anesthesia during this delay. Follow up attempts were made in order to obtain the lot number of the aseptic battery housing, but it was not communicated by the customer at the time of this report. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Aseptic battery housing, part number 89-8521-470-40, lot number unknown, was not returned for complaint investigation. Therefore, the device could not be visually inspected in an effort to confirm the defect. A follow-up medwatch will be submitted if the product is returned or if additional information is received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation is completed or if any additional information is received. The lot number of the device is unknown at the time of this report.

Event description:
It was reported that the single trigger handpiece, part number 89-8520-400-10, serial number (B)(4), was vibrating enough that the aseptic battery housing, part number 89-8521-470-40, lot number unknown, came open in the middle of case. They switched to the sterilizable battery and upon attachment of all three available batteries, none would work. All batteries were returned to the charger and all were fully charged and not showing any error messages. This report is concerning the aseptic battery housing, part number 89-8521-470-40, lot number unknown, that opened during surgery in the sterile area. As a result, a delay of 5 minutes was reported. This time was taken to understand how this issue could be resolved. The patient was under anesthesia during this delay. The lot number was not communicated by the customer at the time of this report. This event is related to a malfunction that could potentially lead to a sterility issue. There was no harm or injury to patient/operator reported.